Event description:
(3/4, reference (B)(4) for related complaints) (documenting cassette incident#1) it was reported reports that the cadd legacy pump, serial number (B)(4); alarming continuously with no disposable clamp tubing screen message. Alarm (B)(6) 2022 with pre-filled veletri cadd cassette 100 milliliter with flowstop delivered (B)(6) 2022. Pump replacement sent. No further details provided.